Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, technical event 249012 occurred and the patient was transferred to another device. No harm to the patient was reported. The reported event date was 09 february 2026; however, no log file entries can be found for this date. Although it was stated that te249012 occurred, this technical event cannot be identified in the available log files. Further inquiries have been sent to obtain additional details about the reported event. Based on the logfiles, on (B)(6) 2026, the device generated multiple alarms for ¿cuff leak,¿ followed by ¿inspiratory volume limitation¿ and ¿disconnection on patient side".